Manufacturer narrative:
A ge service representative performed an onsite investigation. The solid state hard drive was evaluated and replaced. The system configuration was reloaded. The cine drive was reformatted. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system inter-mixed patient image data. No pt serious injury or death was reported related to this event.